Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A kink was found on the catheter tubing approximately 37.6cm from iab tip. The optical fiber was found to be broken within the membrane approximately 14.2cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported sensor failure. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Complete reporter name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that shortly after inserting the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm. The customer confirmed no visible kinks were seen on the iab upon insertion. Fiber optic arterial pressure (ap) troubleshooting yielded no results. A transduced inner lumen ap was connected to the cs300 intra-aortic balloon pump (iabp) at this time. There was no patient harm or adverse event reported.